Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer's blood glucose (bg) level was in the 300 mg/dl range. The customer declined to troubleshoot the issue with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.